Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and to provide additional information based on the legal manufacturer's investigation. MFR report # 3002808148-2023-12017. Patient identifier: (B)(6). Additional information provided by the customer: please see updates to b3 and b5.

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The event occurred on (B)(6) 2023. The reported issue occurred before surgical intervention procedure during camera function check. There were no other devices involved, there was no delay in procedure, and the planned procedure was carried out with another camera head. There were no reports of patient harm or impact associated with this event.

Event description:
The customer reported to olympus that there was black screen, no image on camera head. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the event occurred due to a cable failure, resulting in no images being displayed, the screen becoming pitch black, and the white balance being unable to be obtained. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.". "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.". "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.". Olympus will continue to monitor field performance for this device.